Event description:
The patient presented signs and symptoms of a reaction at the treatment sites 1 week after treatment with cosmoplast. The physician diagnosed an allergic reaction and prescribed oral duraceph.